Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a290, serial# (B)(4), implanted: (B)(6) 2016, product type: lead.

Event description:
A consumer implanted for non-malignant pain reported that it ¿helped my hand, but it caused my blood pressure to drop immensely to 50/30 right after surgery ((B)(6) 2016), and they had me in the intensive care unit for a couple of days; they almost lost me.¿ the consumer further reported that the day following surgery they had pain at the implant site in their back and ¿it never eased up, it got worse, and it felt like a knife stabbing in my back where they put the cords in. I have never been able to lay on my side or back, and I can hardly walk.¿ on (B)(6) 2016 the consumer went to the emergency room (ER) because the pain was so bad and it was like ¿someone was stabbing them in the spine like something was pulling the leads, and the lead feltlike it dropped down,¿ which started happening last week, and they wanted the stimulator taken out. It was noted the consumer saw the manufacturer¿s representative (rep) and the physician the week of (B)(6) about the issues, and there were no traumas or falls reported related to the issues reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.